Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 58-year-old male patient, the device failed to discharge via paddles. Complainant indicated that the clinician turned off the device and immediately turned it back on continue treating the patient. A successful discharge was performed. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated by a zoll approved business partner. The customer's report was observed during review of the device data logs. However, the device and paddles were put through extensive functional testing with no fault found. The device performed as designed. It was recommended that the customer replace the paddles. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.